Event description:
It was reported that the patient was brought back into the operating room and the sternum was reopened for hardware removal due to unknown reasons. During the reoperation, the screws could not be removed as intended; the plates were cut, and the screws were eventually removed using a manual driver with a screwdriver bit. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.